Event description:
It was reported that the md inserted the sheath and the clinician prepped the iab per instruction. The md could not advance the iab through the sheath. As a result, another iab was used to successfully complete the procedure. There were no reported pt complications.

Manufacturer narrative:
After evaluation, it was determined that the event was MDR reportable. Evaluation: the intra-aortic balloon (iab) was returned. Pump tubing, guidewires, and sheath were not returned. There was blood on the exterior surface of the iab. The one-way valve was attached on the lock connector. The data key and slide connected were attached to the fiber optix sensor (fos) cable. A different guidewire was fed thru the central lumen with some resistance. A vacuum was pulled on the iab and held. The fos was light level and passed. The iab was submerged and pressurized in water. No leaks were detected in the iab or bladder. Bladder was measured and within specification. A device history record review was conducted on the iab and it met all specifications and passed all in-process testing. No problem was found with the iab. Due to the fact that the involved sheath was not returned, the root cause could not be confirmed.